Event description:
The reporter stated that the keypad buttons became less responsive the last several months. The reporter also indicated that the keypad buttons required multiple button presses in order to elicit a response. In addition, the reporter stated that the patient wears the pump attached to a belt.

Manufacturer narrative:
Follow-up #1 12/08/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the ok and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.